Manufacturer narrative:
The t:slim x2 g5 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a bolus for 180 grams instead of the intended bolus for 180 (mg/dl). Reportedly, due to delivering 15 units of insulin, the customer's bg level decreased to 50 mg/dl. Carbohydrates was consumed to treat bg level.